Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited varying impedances between 600-700 ohms and 1,500 ohms. The thresholds are stable; however, the p-wave amplitudes are not as expected. It was stated that the patient will continue to be followed closely. The patient's right atrial (ra) lead is a non-boston scientific product. No adverse patient effects were reported. This product remains in-service.